Event description:
It was reported to boston scientific corporation that a stonetome¿ was used in the papilla vater during an endoscopic sphincterotomy (est) and biliary tract stone removal procedure performed on (B)(6) 2014. According to the complainant, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed prior to est. The jagwire guidewire used during ercp was the same guidewire used during est. After the ercp, with the aid of the jagwire, the stonetome was advanced to the target site. The generator setting was in endo cut mode with generating power set to 125w for cutting and 25w for coagulation. The cutting wire came in contact with the intended site and was able to cauterize; however, it did not cut. Reportedly, there was no visible damage noted to the stonetome. The procedure was completed with a second stonetome along with a non bsc active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Results: no failure detected: the alleged failure "the cutting wire cauterized only the site but it would not cut¿ could not be duplicated, however, the distal pierced hole was found to be melted. A visual evaluation of the returned device found the distal pierced hole melted. Functionally, a resistance test was performed and the unit met specifications. The device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. Therefore, the most probable root cause is not confirmed.

Event description:
It was reported to boston scientific corporation that a stonetome¿ was used in the papilla vater during an endoscopic sphincterotomy (est) and biliary tract stone removal procedure performed on (B)(6) 2014. According to the complainant, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed prior to est. The jagwire guidewire used during ercp was the same guidewire used during est. After the ercp, with the aid of the jagwire, the stonetome was advanced to the target site. The generator setting was in endo cut mode with generating power set to 125w for cutting and 25w for coagulation. The cutting wire came in contact with the intended site and was able to cauterize; however, it did not cut. Reportedly, there was no visible damage noted to the stonetome. The procedure was completed with a second stonetome along with a non bsc active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.